Manufacturer narrative:
S.w version 6.7w retainer ring = black case type = ngp customer returned pump for an alleged e/a alarm/critical pump error and exposure to moisture found on 04-sep-2023. No e/a alarm and critical pump error noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. No unexpected e/a alarm and critical pump error (open book image) alarm¿noted during the testing. Successfully downloaded history files and traces using thump.¿ pump error 24 alarm (file number: 121 632 line number: 555 5590) was recorded and found in the formatted history file on: (B)(6) 2023 14:28:00.000 (B)(6) 2023 14:38:00.000 (B)(6) 2023 15:08:00.000 (B)(6) 2023 15:18:00.000 (B)(6) 2023 16:11:00.000 (B)(6) 2023 16:16:01.000 pump error 24 alarm (file number: 121 632 line number: 555 5590) was confirmed, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 04-sep-2023 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 03:39:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:03:01.000 (B)(6) 2023 14:41:27.000, (B)(6) 2023 15:27:00.000, (B)(6) 2023 15:28:47.000 (B)(6) 2023 15:48:08.000, (B)(6) 2023 15:57:20.000, (B)(6) 2023 16:12:32.000 (B)(6) 2023 16:16:38.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) /2023 14:42:01.000, (B)(6) 2023 15:29:02.000 (B)(6) 2023 15:49:01.000 (B)(6) 2023 16:12:55.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:42:21.000, (B)(6) 2023 14:42:29.000 (B)(6) 2023 15:29:15.000, (B)(6) 2023 15:29:23.000 (B)(6) 2023 15:49:14.000, (B)(6) 2023 15:49:22.000 (B)(6) 2023 16:13:06.000, (B)(6) 2023 16:13:14.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm/power loss alarm were expected. After the aa battery removal, the back key was pressed for 8 sec causing the pump to shutdown. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. E/a alarm/critical pump error and pump error 24 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received other critical pump error and water in the battery folder. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.